Event description:
Attempted intubation with 3.5mm device. Physician reports, product is not appropriately rigid enough to successfully perform the procedure. Concern other devices in stock, less flexible that previously apgar - 418. Indentification - potential hazard.